Manufacturer narrative:
This report is submitted on april 08, 2019. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss on (B)(6) 2019. Clinical management is ongoing.